Event description:
(B)(6) year old daughter has been using dexcom g6 for the past couple of years. Recently she is having adverse skin reactions to the adhesive including itching, swelling, oozing, and bleeding with some potential scarring. Sites are taking 4+ weeks to heal properly. FDA safety report ID# (B)(4).